Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a piece on the microscope, dovetail at aberrometer was loose and needs to be tightened. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.3., and b5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. Event occurred during surgery. There was no patient harm.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed to ensure that the product was manufactured in compliance with the device master record. Based on assessment, the product met specifications. The root cause of the reported event can be attributed to internal wear/reliability. The manufacturer internal reference number is: (B)(4).